Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had been generating a catheter restriction alarm. Troubleshooting revealed that the femoral iab had been in place for approximately 72 hours. The customer was unable to identify any event that began the alarm. Prior to calling, they had obtained a chest x-ray and were awaiting the results. They had also repositioned the patient and switched consoles without change in the alarm. They were syringe inflating the iab but with resistance. They were advised to pull back on the catheter, attempt a fill, and lower the augmentation but none of these allowed the iab to pump. Time on stand-by had approached 40 minutes and the need for physician intervention was explained. Upon follow up, it was noted that the physician had removed the iab and the patient remained stable. The chest x-ray, according to the nurse, showed a kink just proximal to the iab membrane and migration downward of the iab tip. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation - administrator/supervisor - cpu director. Additional initial reporter - (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extracorporeal tubing and sensor cable were cut at approximately 0.3cm & 2cm respectively from the rear of the y-fitting. The cut sections were not returned. A catheter tubing/inner lumen kink was observed at approximately 72.6cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. The evaluation found a catheter tubing/inner lumen kink. However, we were unable to determine when this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.